Event description:
Pt underwent proximal femoral replacement with bipolar. Later presented with bipolar ring disassociated from bipolar implant. Brought back to surgery and re-implanted with a new bipolar.

Manufacturer narrative:
Summary of evaluation:these examination results could not verify the reported event.